Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications (results 213). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient having tooth # 14 extracted (permanent impairment to body structure) and the invisalign product was being used at that time.

Event description:
The patient reported the symptoms of root fracture on tooth #14 (upper left first molar) and dislodged dental restoration on tooth #9 (upper left central incisor). The treating doctor referred the patient to an oms (oral, maxillofacial & implant surgery specialist) to extract her tooth #14 and prepare it for an implant placement, the doctor placed the crown of tooth #9 back. It is unknown if the patient was taking or was prescribed any medications to alleviate the reported symptoms. The patient is still wearing the aligners and is currently getting better. The treating doctor did not consider the event was serious or life threatening to the patient.